Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issues were not able to be replicated by analysts. There was no issues found with the device but the speaker and interconnect board were both replaced as preventive measures. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with a primary audible alarm failure, an ac watchdog failure, and a low battery alarm. There were no reported adverse events.